Event description:
It was reported that the suregon inserted a competitor's lens, but the lens was noted to be torn after it was inserted into the patient's eye. The lens was removed and there was no patient injury. Another same type lens was implanted. The surgeon felt the cause of the lens tear was due to the injector. The patient's current prognosis is good.